Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-s1 posterior lumbar interbody fusion. Reportedly, rhbmp-2/acs was mixed with allograft, autograft and ¿dvm putty¿ and placed at multiple levels. Approximately 1 year post-op, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, and chronic pain. The patient has required extensive medical treatment, as well as additional surgeries. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.